Event description:
The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. No pt injury was reported.

Manufacturer narrative:
(B)(4). No audio tone was being produced from the cited bedside monitor. The speaker assembly of this monitor was exchanged. This action resolved the reported issue. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.